Event description:
It was reported that during the implantation there was one short circuit between electrode channels 2 and 5. During the first fitting another short circuit appeared.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.